Event description:
It was reported that a user experienced elevated glucose readings on a cgm after a recent infusion set and cartridge change, with no pump alarms or evidence of interrupted delivery, and the user later paused the pump and administered a manual injection before planning another infusion set change. Symptoms included hyperglycemia. Outcomes included self-management with a manual insulin injection and temporary pump pause, with plans to resume and replace the infusion set. Investigation included complaint handling and guided troubleshooting focused on infusion set replacement and pump operation. Investigation of this case revealed no confirmed device malfunction and that the event was consistent with cause unclear hyperglycemia following a recent set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.